Event description:
Found during inspection. According to the reporter, the defibrillator illuminates the wrench icon led. There were no reports of any adverse pt events with the device use.

Manufacturer narrative:
Physio-control replaced the device and is continuing to investigate the reported incident.